Event description:
Update: per assessment that was received on 17jan23: the procedure was not completed as normal, ¿it took longer to complete and the bleeding was more than normal¿ and there was a 5 minute delay. ¿a second nurse had to be called to hold the adhesive patch on the patient¿s skin to make the cautery machine work. When the procedure was finished the patient left stable. She was quite scared during this experience.¿ the distributor reported on behalf of the customer that the device, 410-2000 cga, surefit ground pad with 10ft cabel was being used during a cautery procedure on 13dec22 when it was reported ¿this product is used to ground electrode during a cautery procedure. During the procedure the patch that sticks to the patient's skin to provide grounding kept coming off. This resulted in the cautery machine turning off, and in turn the nurse and physician were unable to stop the bleeding. The patient bled profusely and another nurse was called in to hold the electrode grounding patch on so the machine would work to complete the cautery and stop the bleeding¿. This report is being raised on the basis of injury due to bleeding.

Manufacturer narrative:
Correction: e1 facility and address updated from: (B)(6).manufacturer narrative: received one box of 410-2000 in unopened original packaging. Lot number was verified. Evaluations were performed on thirteen samples. Performed a visual inspection, adhesion is not as obvious around the edges of the ground pad. Performed a functional inspection, the ground pads have continuity. When applying the ground pad to skin it was obvious that the edges would not stay fully adhered to the skin. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review was conducted and found a total of 1 event involving 13 devices for this lot number. A two-year review of complaint history revealed there has been a total of 97 reports, regarding 1,084 devices, for this device family and failure mode. During this same time frame 12,006,800 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00009. Per the instructions for use, the user is advised the following: prepare the skin at the application site according to facility protocol. If no protocol exists, clip excess hair at application site, clean and disinfect area to remove oils, lotions, etc., and allow to dry thoroughly. Do not open package until ready to apply pad to skin. Inspect the pad and cable. Do not use if product is expired or apparently damaged. Check expiration date on package. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of the customer that the device, 410-2000 cga, surefit ground pad with 10ft cabel was being used during a cautery procedure on (B)(6) 2022 when it was reported ¿this product is used to ground electrode during a cautery procedure. During the procedure the patch that sticks to the patient's skin to provide grounding kept coming off. This resulted in the cautery machine turning off, and in turn the nurse and physician were unable to stop the bleeding. The patient bled profusely and another nurse was called in to hold the electrode grounding patch on so the machine would work to complete the cautery and stop the bleeding¿. This report is being raised on the basis of injury due to bleeding.